Event description:
It was reported that the 2600 system had a saturation fault error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased during the service call. The batteries were weak and needed to be replaced. The customer canceled the service call.